Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified radial vein. A 5.0 x 40, 75cm and a 6.0 x 40, 75cm mustang balloon catheters were consecutively used for dilatation. However, after three inflations at 20 atmospheres for 1 minute, the balloons ruptured due to calcification. The devices were completely removed and since the second balloon was able to dilate the lesion sufficiently, the physician decided to complete the procedure as it was. No patient complications were reported.